Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt experienced heart palpitations. The pt was advised to turn off the stimulation and consult with the cardiologist. No further information is available at this time.